Event description:
It was reported that in the package of article number 18964026s a screw was found that was too long and labelled as a 34mm screw. There were no adverse consequences or clinically significant delay in treatment as a result of the event. The procedure was completed with another screw.

Manufacturer narrative:
The reported event could not be confirmed since the original packing was not received in which the screw was delivered. The device inspection revealed the following: the received screw was indeed of length 34mm and was found to be in used state, evident by splayed threads at the distal end. Original packing was not received in which the screw was delivered, so the alleged failure could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. In order to confirm the alleged failure and determine the exact root cause, the original packing must be available for evaluation. However, a device history review was also performed for the other reported screw(catalog 18964026s; lot k08fc8f) of length 26mm. Upon comparing the manufacturing dates of the two respective lots, it was found that they were manufactured 1 month apart, hence a mix-up during manufacturing can be excluded. If any further substantial information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that in the package of article number 18964026s a screw was found that was too long and labelled as a 34mm screw. There were no adverse consequences or clinically significant delay in treatment as a result of the event. The procedure was completed with another screw.